Event description:
When a sample presentation error or sample queue error is generated from the accelerator automated processing system (aps), a warning code (x)-sample process error is sent to the accelerator decision manager (adm) to notify the system that a sampling error has occurred. The adm is a middleware that communicates between the aps and the host/lis system software. It has been determined the adm receives the warning code but does not act on it. Therefore, the adm does not prevent completed results for the specimen from being released manually or automatically despite the warning that a sampling error has occurred. The potential exists for reporting erroneous results caused by the sampling error. A recall was issued. The FDA office indicated that this action is a stock recovery as the product was under MFR control. MFR has not received any reports of adverse events related to this issue.

Manufacturer narrative:
This is the final report.